Manufacturer narrative:
Although there was reportedly no impact to the patient, the event description indicates blood loss did occur. The amount of blood loss was not available. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found a tear on the area where the two balloons had been welded. Magnifying inspection of the tear found evidence of elongation. No anomalies were noted in the welding area. The welded segment was cut at the tear and the cut cross-section was inspected under magnification. There were no anomalies noted. The wall thicknesses of the sheets were confirmed to meet manufacturing specification. The production lot number was not provided by the user facility which prevented a meaningful review of production and complaint records. There is no evidence that the reported event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the information provided and the evaluation, it is possible that the actual sample was subjected to some pulling and tearing forces which exceeded the product strength on the segment where the small and large balloons had been welded with each other. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a rip on the welded area of the tr band device. Follow up communication with the user facility confirmed the following information: (1) the actual sample was applied to the access site on the patient's right wrist; (2) the device was inflated with the dedicated tr-band inflator; (3) bleeding was noted; (4) the actual sample was re-inflated but it seemed to have a leak; (5) the device was changed out to a new one; (6) the new device functioned with no additional issues; (7) the procedure was completed successfully; and (8) there was no impact on the patient.